Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and do not have normal spring back. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the ok keypad button has been sticking for the past several months. She denied exposing the pump to water and stated that there were no cracks in the keypad. The family member stated that the patient wears the pump on the outside of her clothing and cleans the pump with a cloth.